Event description:
End user states the weld on the arm broke off and the screws fell out. No report of injury. Used duct tape to hold in place.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model t424rda, serial number/date (B)(4) is approximately 2 years, 2 months old. The owner's manual part number 1110558, rev. G(apr-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident. No further information regarding medical condition, stability and medication regimen were received. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.